Event description:
Report received of a tubing male adaptor breaking off in the hub of an IV catheter. It was reported that the patient was receiving .9ns at the time of the adapter break. The customer reported that the adapter appeared "sheared" at the break site. There was no reported adverse effect to the patient. No medical interventions were required. Though requested, no additional information was received.